Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, guided the caller through the process, and after the reset, the cgm error did not reoccur. The caller was able to successfully start their sensor session.